Event description:
It was reported that during an unknown procedure, the clip applier jammed. Opposition products were used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Photographic conclusion: based on the photographic evidence, the most likely cause is that continual backward pressure while placing and firing as well as during the loading cycle of the next clip was the potential cause of the complication experienced.

Manufacturer narrative:
(B)(4). Additional information : the analysis results found that the er320 device was returned with one clip in the jaws and one clip jammed between the top shroud and the floor; the clips were removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended; no jamming issues occurred upon testing. The most likely cause to the jammed clip is continual backward pressure while placing, firing and loading cycle of the next clip; however, no conclusion could be reached as to what may have caused the reported incident.